Event description:
The laser system has the following problem: "no power output". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to defective power supply. After the replacement of this component, the laser system restarted to work correctly. We are unaware about patient injury.